Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a fluid path issue; reservoir access issues during or after internal decontamination were encountered due to residue. Regarding analysis, it was noted that drugs were pulled on pump, with no problems encountered. Internal decontamination was completed with no problems encountered. Regarding prepping the pump for dispense testing, the pump was slowly filled and aspirated. Destructive analysis was done on the fluid path. All pump logs were clean, meaning no motor stalls, no motor stall recoveries, or errors of any kind were ever recorded with this pump. Due to the clean logs, it was decided to not do the destructive analysis on the motor. This preserves the pump to have these tests done if the need ever arises. Seeing that the reservoir had already been destructively analyzed, the pump tube leak test could not be done in the future. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: hydromorphone with concentration 0.1 mg/ml at a simple continuous dose rate of 0.03505 mg/day and bupivacaine with concentration 30.0 mg/ml at a simple continuous dose rate of 10.515 mg/day.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain; breast. The patient¿s pump and catheter were initially returned to the manufacturer from a mortician¿s office; received 2016-dec-28. It was reported that the patient expired on (B)(6) 2016 and analysis was requested. The cause of death was not reported. The patient¿s weight was indicated as being unknown. On (B)(6) 2017, a healthcare provider (hcp) reported that the patient passed away at a medical/cancer center. No autopsy or toxicology records were available. The cause of the patient¿s death was metastatic cancer involving the lung, spine, and breast and acute respiratory failure. Regarding symptoms the patient experienced, respiratory failure secondary to cancer metastasis was noted. The cause of death was indicated as not having been due to the patient¿s device or therapy. It was further noted that there was no device issue, therapy issue, or procedure issue that may have caused or contributed to the patient¿s passing. No medical events or procedures such as recent refill, dose change, hospitalization, or other treatments leading up to the patient¿s death were performed. The patient was not on any relevant concomitant medications at the time of their death.